Event description:
It was reported that patient was seen in clinic for a routine follow up visit and it was noted that their primary and backup system controllers had very dim pump running symbol lights. The controllers had no other alarms and passed a self-test. Due to the very dim nature of the pump running symbol, both primary and backup controllers were replaced without incident.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim green pump running arrows was confirmed the returned system controller (serial #(B)(6) ). Activation of the self-test function confirmed the two pump running arrow symbols were dim in comparison to the symbols. The issue is related to the light emitting diode (led) component on the printed circuit board underneath the front user interface. The dim led issue did not affect the system controller's ability to operate a test pump. A corrective action was initiated to address the dim led issue which replaced the type of led component on the printed circuit board. This controller was manufactured prior to the implementation of that corrective action. Incidental finding revealed wire fatigue. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self-test¿, the system controller self-test is loud and bright. All of the lights, symbols, and sounds come on and ¿self-test¿ appears on the screen. The self-test should be done at least once per day on the running system controller. Try to perform the self-test at the same time each day so that it becomes part of your daily routine. When charging the backup system controller every six months, self-test the backup system controller when it is in charge mode. Under section 10, daily safety checklist, perform system controller self-test. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Perform system controller self-test. Under section 2, ¿performing a system controller self-test¿, use a daily system controller self-test to check the audible and visual alarm indicators on the user interface, as well as the status of the backup battery for the system controller. During the self-test, the pump set speed will not be changed. The system controller self-test is a loud and bright function. All of the audible and visual indicators should come on and ¿self-test¿ should appear on the screen. Perform the self-test at least daily on the running system controller. A backup system controller in charge mode can be tested as well, if needed. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.